Event description:
Consumer reported on behalf of her daughter that upon inserting a tampon, the applicator petals opened and caused pain. She did not seek medical attention and did not experience any adverse health effects.

Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/ asset line and day of production, no further investigation on documents and supporting records can be performed.